Event description:
Customer reports receiving results of 535mg/dl and 236mg/dl within 4 minutes on the same device. Customer states that, she doubled her dose of glucovance due to result of 535mg/dl and then retested. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.